Manufacturer narrative:
This report is submitted on april 24, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported). The patient was re-implanted with a new device.